Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has received the suspect uim but it is still under investigation.

Event description:
The customer reported an intermittent blank display on this ventilator. The customer stated no known reported patient issue was associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the uim. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. Voltage testing of the real time clock battery was performed and found the voltage out of specifications. The fa lab was able to duplicate the reported issue the root cause is associated with material fatigue within the clock battery, which caused the reported event.